Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a problem with the insulin pump¿s battery. They also received a compromised force sensor alarm. The customer could not fill the tubing. The insulin pump was broken. The customer stated they had a high blood glucose and diabetic ketoacidosis. They treated with a manual injection. No further information was provided. The device will not be returned for analysis.